Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the swelling and discomfort was from the surgery. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2025. On (B)(6) 2025, the patient experienced discomfort at the neck incision site. The area around the incision site was red, puffy, numb and painful. The patient presented to the emergency department and the physician suggested that the swelling and discomfort was from the surgery. A sonogram and blood test was done and an infection was ruled out. The patient was administered tylenol for neck incision pain and received antibiotics. The chest incision looked good, and the patient was told to avoid strenuous activities. Per the opinion of the implanting physician, the root cause of the swelling was unknown, but they were not overly concerned and the shortness of breath the patient experienced was unrelated to barostim. The patient was discharged on (B)(6) 2025.

Manufacturer narrative:
Corrected field: h6. Updated fileds: b4, b5, g3, g6, h2, h11. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2025. On (B)(6) 2025, the patient experienced discomfort at the neck incision site. The area around the incision site was red, puffy, numb and painful. The patient presented to the emergency department and the physician suggested that the swelling and discomfort was from the surgery. A sonogram and blood test was done and an infection was ruled out. The patient was administered tylenol for neck incision pain and received antibiotics. The chest incision looked good, and the patient was told to avoid strenuous activities. Per the opinion of the implanting physician, the root cause of the swelling was unknown, but they were not overly concerned and the shortness of breath the patient experienced was unrelated to barostim. The patient was discharged on (B)(6) 2025. The patient was seen for a follow up on (B)(6) 2025 and was still experiencing very slight numbness that continues to dissipate. The patient was evaluated by the physician and completely cleared.